Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The social worker of hospital reported via phone call that customer was hospitalized on (B)(6) 2018 due to high blood glucose of over 600mg/dl which was treated with insulin drip. Customer¿s current blood glucose was 256mg/dl. Customer states that they also had high blood glucose of 462mg/dl which lead to hospitalization. Drive support cap appears normal. Insulin pump will be return for analysis.